Event description:
The patient reported that the defibrillator and atrial lead were put in the wrong place on the top of the heart and were "improperly installed." Which caused the patient's heart to "respond backwards." The patient indicated that the problem existed since implant and caused the patient to "pass out and have heart pains." It was additionally reported that the atrial lead was not capturing and the device had reached elective replacement indicator (eri). The atrial lead was capped and replaced. The defibrillator was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.